Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿the fate of elevated metal ion levels after revision surgery for head-neck taper corrosion in patients with metal-on-polyethylene total hip arthroplasty,¿ y-m. Kwon, j. Macauliff, et al published in the journal of arthroplasty 2018; (8):2631-2635 was reviewed for MDR reportability. The article reviews the revision cases of 39 patients with post-operative MRI and surgically confirmed adverse local tissue reactions (pseudotumor) and elevated serum cobalt and chromium levels following primary metal-on-polyethylene (mop) total hip arthroplasty secondary to corrosion at the head-neck taper junction. The study evaluates patients with mop hip implants with highly cross-linked polyethylene liners with cobalt-chromium (cocr) femoral heads on titanium (ti) alloy femoral stems with a single site of modularity at the head-neck taper junction from a variety of manufacturers including two pinnacle/summit systems from depuy. The serum cr and co ions levels of each patient were measured before and after revision surgery to determine the rate of systemic decline of serum ions. Does not differentiate between patients and manufacturer regarding device and patient harms. The authors provided a 3-month postoperative statistical analysis of serum ion concentrations. The analysis does not include the polyethylene acetabular liners as causative factors in the adverse local foreign body reactions or the elevated serum ion levels. Adverse event(s) related to product(s): implant corrosion- taper, adverse reaction to metal debris. Patient(s) reported harm(s) prior to procedure: elevated serum cr and co ion levels. Intraoperative finding(s): pseudotumor, metal debris, corrosion of the head-neck taper junction, tissue necrosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Visual examination of the provided photograph confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.